Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill tubing step took 32 units to fill tubing when customer reported that normally fill tubing takes about 12 units. There was no reported impact to customer's blood glucose. During a system check with tandem's technical support, insulin was seen exiting the tubing.